Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient had a seizure and passed out. The cgm was reading 300-329 mg/dl. His wife called 911. Paramedics checked the bg which was 37-47 mg/dl. The patient was taken to the hospital by ambulance. He was at the hospital for 8-9 hours and was treated with an IV and dextrose. At the time of the report he was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.